Event description:
The customer reported her daughter's blood glucose read "high" (> 500 mg/dl) and that the cannula had popped out of her skin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.